Event description:
It was reported that during a percutaneous coronary intervention a balloon rupture occurred. The 90% stenosed target lesion was located in the calcified and severely tortuous external iliac artery. The 7.0 x 40mm sterling mr balloon catheter was inflated at 6 atms on the 1st inflation, when it ruptured. The procedure was completed with a different device. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
Device evaluated by MFR.: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).